Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high glucose result generated by the unicel dxc 600 pro synchron clinical systems. A result of 140 mg/dl was reported out of the lab which was not consistent with the point-of-care finger stick result of 49 mg/dl obtained on this patient. The original sample was re-tested and a result of 49 mg/dl was generated. Unknown if patient treatment was affected, but the high result was not believed.

Manufacturer narrative:
Per customer, they did not have problems with calibration or qc prior to the event. A field service engineer (fse) was dispatched: the fse replaced the stirrer motor. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.